Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported that the device still wasn¿t charging right. The patient stated it took 4-5 hours and they had to be lying on top of it to charge as sitting wouldn¿t do it. The patient explained that the power on reset happened after they went out of town for 1 week and when they tried to turn it on afterwards it wouldn¿t start. The power on reset was resolved but the charging issue had not been.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that¿the ins is not working. Pt explained that the ins is not turning on, but the external equipment works. Pt tried turning the ins on, but have been unable to resolve the issue. Pt confirmed these issues started on (B)(6) 2021. Pt noted they have been having charging issues for a couple of years during the call. Patient services (pss) had the pt sync the programmer the ins. Pt reported getting the informational power on reset (por) screen, which pss reviewed. Pss walked the pt through clearing por successfully, and the pt confirmed they were able to turn the ins back on. The troubleshooting steps that were taken on the call resolved the issue. Pt stated they haven't seen their managing hcp since the implant date.